Event description:
It was reported that the pt has been experiencing ongoing facial numbness when using the speech processor, however, the pt has a history of experiencing similar symptoms during an extended period of non use, therefore, it seems likely that the implant stimulation exacerbates an underlying condition rather than being causal. The pt is now reported to be a nonuser, and the clinic have opted to explant the device and re-implant with another MFR's device. We have recently been informed that the pt has been listed for re-implantation surgery.

Manufacturer narrative:
The device has not been explanted. It should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.